Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient was not receiving left leg stimulation. Subsequently, one of the leads was explanted, replaced and repositioned which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.